Event description:
It was reported by the affiliate that during an unknown procedure the device could not fire at the second stroke of the first firing with ecr60b. 1/3 cut line and staple line were deployed. Two ecr60b were used on this device but still had the same issue. Changed to ec45a to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Anvil, cartridge, drivers, sled, pan. The analysis results found that one long60 device was returned with the anvil bent upwards and with eight cartridge reloads present. Furthermore the knife was inspected under magnification and nicks were noted. Cartridge (d) ecr60w, k5cy5x was received fully fired and in good visual conditions. Cartridge (e) ecr60g, k5dt5z was received partially fired 1/2 consistent with an incomplete or interrupted cycle, additionally damaged deck was noted. Cartridge (f) ecr60b, k5da7j was received fully fired; upon disassembly the one piece sled ramps were noted damaged. Cartridge (g) ecr60b, k5dy3y was received fully fired, the cartridge pan was noted to be detached at distal left end, damaged deck was noted. Cartridge (h) ecr60b, k5dy3y was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Upon disassembly the one piece sled ramps were noted damaged. Cartridge (I) ecr60b, k5dy3y, was received partially fired 1/2 consistent with an incomplete or interrupted cycle, additionally damaged deck was noted, where firing stops. Upon disassembly the one piece sled ramps were noted damaged. Cartridge (j) ecr60b, k5dy3y was received partially fired 1/3 consistent with an incomplete or interrupted cycle, additionally damaged deck was noted. Cartridge (k) ecr60b, k5dy3y was received partially fired 1/3 consistent with an incomplete or interrupted cycle, additionally the cartridge pan was found dislodged and bent, with several drivers out of position and missing. The found damage on the cartridge deck (e, g, j) and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. Upon disassembly damage on one piece sled was found for cartridge (f, h, I), one possible cause for this type of damage to the sled is when the device is fired over thicker tissue than indicated.